Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) between 1 and 4 hours of wearing the pod. The reporter stated there was leaking noticed at the pod site. The reporter further stated the adhesive had separated from their arm, resulting in the cannula dislodging. As treatment, a new pod was applied.